Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was occurring with use of a one link extension set. The set was being used with a non-baxter pump and a non-baxter infusion product. An unknown IV solution was being administered. There was patient involvement, but no patient injury or medical intervention. No additional information is available.